Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recr2946 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recr2946) have been reported from the same facility in (B)(6).

Event description:
It was reported that the PICC ruptured upon flushing post insertion. Reportedly, PICC became embolized in vein and radiologist had to use a snare to capture the piece of PICC that ruptured to remove it from the patients¿ vein. The PICC was replaced with a 4f solo. On 9/28/2018 - the following information was received from the health (B)(6) sentinel reporting system on this event: "this patient came down for a PICC line for long-term antibiotics. A groshong nxt PICC line was selected as this is our standard for antibiotic treatment. I inserted the PICC line as usual. There was no resistance. I received great blood return and I flushed with no resistance. There was no bulging but I thought I may have seen blanching of the skin. I palpated around the area of the PICC insertion and didn't feel any harden areas or anything suspicious. I flushed the PICC again with n/s as that would be my next step. The hub of the PICC line came undone and feel in my hands, leaving the PICC line tubing in the patient. There was no part of the tubing outside of the patient. I immediately put the tourniquet tightly on the patient's arm (left arm) and seek help from dr. (B)(6) who was just coming out of a case. Doctor immediately came to the room and attempted to retrieve the PICC thru the arm and 6 was unsuccessful. He did a groin approached and snared the PICC line. The patient the receive a PICC line to the right arm by dr x. The patient remained stable and was sent to a surgical floor after procedure for monitoring."